Event description:
A (B)(6) male pt contacted zoll customer support to report a gelled belt. Upon receipt of the gelled belt, a reportable problem was detected. During servicing, the belt failed incoming functional testing. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, all gels were deployed and the trunk cable connector was warped. Upon eval, the belt failed incoming functional testing. The cause of the test failures was a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the warped trunk cable connector. The root cause of the damaged connector cannot be positively identified, but is likely excessive force placed on the trunk cable connector. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.